Event description:
Originally went to (B)(6) eye institute for consultation; was told I am not a lasik candidate. I went for second opinion with lasik plus and informed them of what dr. (B)(6)told me. Lasik plus told me I am indeed a great candidate, and I believed them. Received lasik in (B)(6) 2015. Since then I've had worsening vision and dry eyes/blurriness. Vision is now worse than it was pre-lasik. Lasik plus is being extremely unhelpful and has offered a pittance for refund, only if I promise to delete all negative reviews and not speak poorly about them. Also they violated hipaa multiple times and sent me correspondence meant for another pt. This company has been a nightmare to deal with.